Event description:
Pt presented with mechanical symptoms and a loose patellar component in his right total knee arthroplasty was performed 6/10/92. Radiographs, taken prior to admission of the pt to the hospital revealed loosening of the patellar component. He presented with difficulty ambulating. The pt was admitted to the hospital for arthrotomy and removal of the patellar component. Mild synovitis was found at the time of surgery. Intraoperative cultures were obtained which revealed no organism growth.